Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment from the lifevest. The patient was reportedly in a hospital room and eating with his daughter present when he lost consciousness. Prior to receiving the treatment, the patient's rhythm degraded to ventricular tachycardia (vt) at 150 bpm for 17 seconds. The patient's rhythm then degraded to ventricular fibrillation (vf) with varying amplitudes. The patient was not in a treatable rhythm long enough for the lifevest to treat the patient. The patient's rhythm then degraded to asystole. At 8:48:43, the patient received a treatment shock. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and CPR artifact. The post-shock rhythm was also asystole with intermittent cardiac activity and CPR artifact. The patient remained in asystole until the electrode belt was disconnected at 9:38:45 am. Oversensing of low-amplitude cardiac signal and motion artifact contributed to the false detection. The response buttons were not pressed during the event there is no indication that the lifevest caused or contributed to the patient's death as the patient as in a non-treatable, non-life-sustaining rhythm prior to the treatment and the patient was not in a treatable rhythm for long enough for the lifevest to deliver a treatment.